Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient transferred with an outside lab value of for their hemoglobin. One unit of packed red blood cells was infused upon arrival and a repeat lab was taken that showed the patient's hemoglobin level at 27.8. Additional information was requested but not provided.

Manufacturer narrative:
Section b5: additional information. Section h3: correction. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received the patient had hemoglobin rechecked as was not found to have acute anemia. Stool guiac was negative. The event reportedly resolved on (B)(6) 2019.